Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash from the therapy pad. It was reported to be red and raised, but no open skin reported. The patient's doctor instructed the patient to use neosporin. Follow up indicated that the area is starting to clear up.